Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during prep for a transfemoral transcatheter aortic valve replacement procedure to implant a 26 mm sapien 3 ultra resilia valve, upon removing the 14f esheath+ from the sterile package, it was identified that it had a torn distal tip. The esheath+ was not used. A new 14f esheath+ was used and the valve was successfully implanted.